Event description:
It has been reported to philips the crew reported that during patient care, the monitor went into a mode where it kept shutting down and restarting. Crew stated the monitor cycled at least 10 times. The only way to stop it was to remove the battery.